Event description:
In 2007, the lay patient's daughter-in-law contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. The daughter-in-law said the patient had previously taken oral diabetes medication (type and dose unknown). However, the patient took no medication for a couple of days and ate normally. The daughter-in-law could not explain why the patient had not taken medication those days. The daughter-in-law said, the patient normally tests his blood glucose twice a day, once in the am and once in the evening. The daughter-in-law did not recall what the patient's blood glucose readings had been the previous day, in the morning, before getting up, the patient was conscious, but not responsive. The family called ems. The family tested the patient with the reported meter and obtained a result of 201 mg/dl, which did not seem to correlate with the patient's symptoms that suggested hypoglycemia. At around 10:30am, ems arrived and obtained a result of 58 mg/dl on the ems meter within 30 minutes of the lfs meter result. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. Emt's treated the patient with IV glucose until they obtained a blood glucose reading of 180 mg/dl. The emt's advised the patient to eat. The patient had a regular doctor's appointment at noon. The daughter-in-law said, the patient started taking insulin two days later, following his doctor's appointment. The daughter-in-law said, she was not sure why the patient's blood glucose level was low on may 7, 2007. The customer care advocate (cca) discovered that the lfs test strips were expired, which can cause inaccurate readings. The daughter-in-law told the mas she did not remember the expiration date of the test strips. The meter, test strips, and control solution were replaced. The complaint is reported because the patient's daughter-in-law alleges that an inaccurately high blood glucose reading was obtained on the lfs product that did not correlate with the patient's symptoms of hypoglycemic reading on an ems meter. The daughter-in-law claims the patient was tested with expired test strips for an unknown period of time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.